Manufacturer narrative:
Per tandem's pump user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer inadvertently entered 150 into the blood glucose (bg) value field instead of the actual value of 110 (mg/dl). The customer acknowledged delivering too much insulin as a result of user error and reportedly ate a meal to prevent any adverse impact to bgs. There was no adverse impact to the customer¿s blood glucose.